Event description:
On 29th december 2025, it was reported by a distributor via email that for an ar-2324bcctt, suture anchor, biocomposite swivelock® c vented 4.75 x 19.1 mm, with tigertape® loop suture (white/black), the swivelock screw was deformed during insertion into distal humerus. This was detected during use in a lucl repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional swivelock was used. Ar-1678-01, ar-1678-02, ar-2324ptb were used for hole preparation. Bone density test was not performed. No fragment was left inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.